Event description:
It was reported the pt lost effective stimulation and reprogramming was unable to regain stimulation. X-rays revealed the lead had migrated. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable for form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.